Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. Telemetry confirmed a non-critical alarm was occurring, alarm due to low reservoir volume reached. Low reservoir alarm (lra) occurred on 2015-(B)(6) and now the pump was empty. The patient was to have their pump replaced due to normal end of life (eol) battery depletion and at that point the pump would have been refilled. The surgery did not take place and the patient had missed the refill date. The patient was having increased agitation, not sleeping well, diaphoresis, trembling and increased clonus starting 2015-(B)(6). The managing physician was out of town and the family wanted to wait for the physician to return. The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)